Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Promus element plus clinical study. It was reported that coronary artery spasms occurred. In (B)(6) 2012, the patient presented due to unstable angina and myocardial infarction (mi) and was subsequently referred for cardiac catheterization. The target lesion was a de novo and culprit lesion for st elevation myocardial infarction (stemi) located in the distal left circumflex (lcx) artery with 100% stenosis and was 12.00mm long with a reference vessel diameter of 7.00mm. The target lesion was treated with pre-dilatation and angiojet thrombectomy and placement of a 3.00x12mm promus element¿ plus stent, with 0% residual stenosis. Post stent implantation, coronary artery spasm was noted which was treated with the administration of intracoronary nitroglycerin. The procedure was completed.